Event description:
It was reported that the arctic sun device received an alarm 113 (reduced water temperature control) and maintenance to be performed. Per review of wo on 26jan2023, there was no patient involvement. Per follow up information received via email on 26jan2023, both pumps were replaced. The date of event occurred was 21jan2023. Per follow up information received via email on 27jan2023, it was found during repair that device needed a new calibration.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device received an alarm 113 (reduced water temperature control) and maintenance to be performed. Per review of wo on 26jan2023, there was no patient involvement. Per follow up information received via email on 26jan2023, both pumps were replaced. The date of event occurred was (B)(6) 2023. Per follow-up information received via email on 27jan2023, it was found during repair that device needed a new calibration.